Event description:
Patient experiences an extremely bad taste in her mouth after flushing. Doses, frequency and route used: 5-10 ml IV prn. Event abated after use, stopped or dose reduced: yes. Event reappeared after reintroduction: yes.